Event description:
Customer reported that the insulin pump alarmed no delivery. Customer performed a 5.0 unit fixed prime; insulin did not exit the tubing. Customer stated that insulin does not exit with plunger push and there is greater than normal resistance. Customer was advised to replace the infusion set and reservoir. Blood glucose value is 542 mg/dl; customer had not treated yet. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.